Manufacturer narrative:
The device was returned to olympus; however, the customer allegation was not confirmed. The adhesive part of the bending section cover was cracked and was peeling. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. Watertightness was not maintained due to wear of up/down knob. Scratches on the insertion tube were observed. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the videoscope displayed no ultrasound image. The issue happened at the beginning of an unknown procedure. Turning the power on/off resolved the issue. So the procedure was completed with the same device. It is unknown whether the patient was under general anesthesia or sedation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (no ultrasound image) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.